Event description:
A confirmed motor stall was noted in the event logs with no motor stall recovery recorded. The patient did not have an MRI and was not present around any magnetic field when the stall happened. The physician stated "stopped pump may exceed tube set" occurred two days later. The expected residual volume was 2.8ml and the actual residual volume was 8.0ml. The patient had experienced increased spasticity. The physician "also mentioned patient was on a vent but stated they are controlled on oral meds". The medication being delivered via the device system was baclofen. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B) (4).